Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed a batch record review to ensure all specifications were met. Review was satisfactory. Testing of the retained product was not able to be performed due to expiration of product.